Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens became stuck in the injector, then the lens shot forward in the injector and then remained stuck in the injector. There was patient contact with the injector, but no harm. Another lens was implanted instead. Additional information was requested.